Event description:
It was reported that about two weeks after the implant procedure, the patient was diagnosed with a deep vein thrombosis (dvt) of the left upper extremity due to the device implant procedure, and the patient was also experiencing diaphragmatic stimulation due to the left ventricular lead. Medication was started to resolve the dvt and the lead was reprogrammed. The device and lead remain in use. The patient was a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).